Event description:
I purchased a "so clean" machine in 6/1/2020(approx.) To make sure my CPAP hoses and mask were disinfected for use. I developed a daily cough no one could explain until we received the email (12/2023) from so clean of a problem and that you could get an attachment to help with ozone gas leakage. I stopped using the so clean and I am almost cough free. Note: this should have been told to me in 2020 as the FDA ordered so clean to inform it's consumers.